Event description:
It was reported that a user experienced a dexcom g7 pairing failure when attempting to connect the cgm, which was resolved through troubleshooting and education, and the sensor paired successfully at the conclusion of the call. Symptoms included intermittent cgm signal loss. Outcomes included temporary interruption of cgm data availability without medical intervention. Investigation included customer interview and guided troubleshooting of the cgm pairing process. Investigation of this case revealed successful re-establishment of cgm communication after completing pairing steps. It was concluded that the event was related to a transient pairing issue that was resolved with standard troubleshooting, with no device malfunction confirmed.